Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093166) on 13-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability and life threatening). At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.